Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a non-abbott left atrial appendage closure device diagnostic procedure. The sutures of one prostyle device were successfully pre-placed. The sheath was upsized to a 14f and the left atrial appendage procedure was completed. Reportedly, the prostyle suture came out of the vessel when advancing the knot and attempting to achieve hemostasis. An attempt was made with two more prostyle devices; however, both had a cuff miss [suture retrieval issue]. Another prostyle device was used and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.